Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons are harder to press and had scratches on the screen. Customer's blood glucose level was unknown. Customer stated that the casing is cracked and has no deliver alarms. The insulin pump was slower during the priming process. The insulin pump will not be returned for analysis.